Event description:
It was reported to boston scientific corporation that on (B)(6) 2010, following a posterior pelvic floor repair procedure (date of procedure unknown) using a pinnacle posterior pfr kit, the patient was "doing fine" initially post-procedure, but then could not defecate, and feces was discovered to be building up in her rectum. The physician discovered that one of the mesh legs punctured and went through her rectum. The physician consulted another surgeon who recommended removing the mesh leg that went through the rectum but did not recommend to remove the entire mesh as it may cause more damage. On the same day, the physician and a general surgeon brought the patient back in, opened her up transvaginally, cut the mesh leg, pulled it out through the rectum, and closed her up. Later that day, the physician and the general surgeon discovered they had inadvertently cut the wrong mesh leg out. They went back into the patient and removed the entire pinnacle posterior mesh assembly. A colostomy bag was inserted into the patient to help divert the feces and will be removed at a later, unknown date. The patient was hospitalized during the week of june 5th (exact dates unknown). The physician is currently observing the patient and will bring the patient back for a follow-up examination. Currently, the physician does not know whether she will attempt to do another posterior repair.

Manufacturer narrative:
Correction: it was erroneously omitted in the initial report that the patient's age is unknown but she is (B)(6) old. Additional information: a DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. The device was not returned; therefore, an analysis is not available and we are not able to determine the relationship between the device and the reported complaint. A review of the labeling, including the directions for use contains a warning that the procedure should be performed with care to avoid puncture or lacerations of any vessels, nerves, bladder, urethra or bowel. The probable root cause for this event was determined to be user/use error.

Event description:
It was reported to boston scientific corporation that on 07/02/2010, following a posterior pelvic floor repair procedure (date of procedure unknown) using a pinnacle posterior pfr kit, the patient was "doing fine" initially post-procedure, but then could not defecate, and feces was discovered to be building up in her rectum. The physician discovered that one of the mesh legs punctured and went through her rectum. The physician consulted another surgeon who recommended removing the mesh leg that went through the rectum, but did not recommend to remove the entire mesh as it may cause more damage. On the same day, the physician and a general surgeon brought the patient back in, opened her up transvaginally, cut the mesh leg, pulled it out through the rectum, and closed her up. Later that day, the physician and the general surgeon discovered they had inadvertently cut the wrong mesh leg out. They went back into the patient and removed the entire pinnacle posterior mesh assembly. A colostomy bag was inserted into the patient to help divert the feces and will be removed at a later, unknown date. The patient was hospitalized during the week of (B)(6) (exact dates unknown). The physician is currently observing the patient and will bring the patient back for a follow-up examination. Currently, the physician does not know whether she will attempt to do another posterior repair.

Manufacturer narrative:
There is no patient code for constipation or insertion of a colostomy bag. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.